Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve u-02 error issues. To resolve the issue. The system was verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues on the erbe generator which was found that would be related to the reported event. The erbe was tested using system, upon booting error u-02 appeared consistently. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error u-04 could not be determined as no product was returned for failure analysis and further investigation to determine the root cause.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that there was no energy coming from the erbe. The user stated that the system made an audible tone when the surgeon attempted to deliver energy, but no energy was delivered. Prior to calling, the customer had swapped out the vision side cart and continued with the case. Although system logs from the day of the report were unavailable, troubleshooting revealed u-02 erbe errors in the system logs from the previous day, indicating an iesu checkmaster failure. No known impact or patient consequence was reported.